Event description:
It was reported that the right ventricular (rv) lead threshold increased to a high level when the patient was in dialysis. It was also reported that the device was at elective replacement indicator (eri) and the physician did not think the battery life was good even considering the high rv outputs. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator (ipg), (B)(6) 2008; 4076-45, implantable pacing lead, (B)(6) 2008. (B)(4).